Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll 200 s/c stopper is deformed. The following information was provided by the initial reporter: material no: 309657; batch no: 9015823 . It was reported that the ethanol eats away at the rubber causing the degrade. Event description per email states: customer stated this lot is a bad lot. It is "incompatible with ethanol," eats away at rubber, degrading the rubber. Customer also stated that packaging of this lot looks a little different. The "good lots" are shorter and wider in packaging. Customer stated that the dye used on the affected lot is lighter than the good lot, but the item is not expired.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c stopper is deformed. The following information was provided by the initial reporter: material no: 309657 batch no: 9015823 it was reported that the ethanol eats away at the rubber causing the degrade. Event description per email states: customer stated this lot is a bad lot. It is "incompatible with ethanol," eats away at rubber, degrading the rubber. Customer also stated that packaging of this lot looks a little different. The "good lots" are shorter and wider in packaging. Customer stated that the dye used on the affected lot is lighter than the good lot, but the item is not expired.